Event description:
It was reported this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary interventional (pci) with impella procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to 14f and the pci with impella procedure was completed. Reportedly, the knots of both the preplaced sutures were successfully advanced and achieved hemostasis; however, a large hematoma was noted. A femostop was used treat the hematoma. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4- a partial UDI was provided as the lot number is not known.